Event description:
Advocate from india, states her father doubled his medication due to a high blood glucose reading on his contour ts, and was admitted to the hospital because of hypoglycemia. There is insufficient data to allege a product problem. Product is expected to return for evaluation.